Event description:
It was reported that the implant that was going to be placed at tooth site #19 fell off into the patient's mouth. As they were getting ready to place implant, the implant fell off of the driver into the patient's mouth and was contaminated with saliva. Therefore, the procedure was completed with another implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. D1: brand name unknown / not provided. D4: catalog number unknown / not provided. D4: lot number unknown / not provided. D4: unique identifier (UDI) number unknown / not provided. D6a. Implantation date unknown / not provided. D6b. Explantation date unknown / not provided. D10. Tsx54b10, tsx implant, 5.4mmd, 10mml / lot #1269512. It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: not returned to manufacturer was updated. H6: evaluation method codes were added: 4119, 4111. H6: evaluation result code was added: 3221. H6: evaluation conclusions code was added: 4315. H10: narrative/data was updated. Zimvie did not receive one (1) unknown driver for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, and risk management file (rmf). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown driver is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did not submit images for the reported event. IFU review: review of appropriate documentation: documents reviewed: instructions for use for biomet 3i kits and instruments (p-zbdinstrp) rev f - 2023/12/01. Information identified: precautions.& warnings. Per the applicable IFU, ¿surgical instruments and instrument cases are susceptible to damage for a variety of reasons, including prolonged use, misuse, and rough or improper handling. Care must be taken to avoid compromising their performance.¿ based on the investigation and risk management file review as per rmf rm-00181-haz rev. 5, the most likely root cause determined from the investigation is incorrect techniques used. Therefore, based on the available information, a device malfunction could not be verified, without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional information received at the time of this report.